Manufacturer narrative:
It was reported that the patient was a child receiving their 5 years boosters. The exact age of the patient wasn't specified. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while giving a child his 5 years boosters, the needle of a jelco¿hypodermic needle-pro device came unattached from the base and had to be removed from the patient's arm. No permanent injury to patient or clinician was reported.